Event description:
It was reported that after a diagnostic procedure, arteriotomy closure was achieved of the common femoral artery using a starclose se device. Reportedly, after clip deployment, difficulty was encountered removing the device. The thumb advancer/clip delivery tubeset was unlocked and retracted proximately, but the device still could not be removed. Counter traction with an assertive pull was used to remove the device. The starclose se clip achieved hemostasis. There was no reported adverse patient effect and no reported significant clinical delay in the procedure. The operator was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficult device removal after clip deployment was confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar difficult device removal after the clip deployment incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.